Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. The following MFR report numbers are related to this report: 1221359-2022-01008-in, 1221359-2022-01009-in.

Event description:
The customer reported false positive results with the ID now covid-19 assay for multiple patients. This MFR. Report addresses patient 3 of 3. The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022 with a nasal sample. Repeat testing was not performed. Pcr confirmation testing was performed and generated a negative result. The customer stated the patient was asymptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Updated data on d9. Investigation conclusion: the required intake information to enable further investigation, such as the kit's lot number and dates and times for the false positives corresponding to the logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert.

Manufacturer narrative:
This follow up report is to correct the product code in field d2b of the 3500a form.